Event description:
It was reported that before the lead was implanted the distal tip of the lead was noticed to be bent. The reporter stated the lead was not deemed suitable for implant. It was noted that the device was not used in the patient and there was no patient injury.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.